Event description:
An a 1059 mayfield skull was reported to have slipped on a pt who was positioned prone for a craniotomy. It was unknown whether the pt was repositioned at any time during the surgery or what the length of time in use was before the event (s) occurred. The pt incurred a 3 cm laceration which required closure. The pt outcome: she was discharged from the hospital.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.